Event description:
The doctor claims that during a bi-femoral procedure, a hole was found in the graft. The hole was patched and the graft was used. The graft was left in. The procedure outcome was successful. The pt's condition is fine. In 2001, the co learned the following: after anastomosing and releasing the clamp, the graft spurted approximately 20-25cc of blood through what appeared to be a hole its bifurcation area. The hole was repaired with a single prolene suture and the graft became blood-tight.